Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, the tip of the filter tilted slightly towards the right and also small amounts of thrombus were noted above the filter. The patient underwent mechanical thrombolysis, balloon sweeps, and venoplasty for right popliteal, and bilateral common iliac veins utilizing angiojet. Subsequently next day, the ivc filter was removed intact with gentle traction applied to the snare. Therefore, the investigation is inconclusive for filter tilt as the medical records states ¿the tip of the filter tilted slightly towards the right¿. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: instructions for use: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device was removed percutaneously. The current status of the patient is unknown.